Event description:
On 18 december 2020, neotract was made aware of a patient that was hospitalized after a successful prostatic urethral lift (pul) procedure on an unspecified date. The patient received continuous bladder irrigation post urolift for persistent hematuria. On 10 february 2021, additional information was received that the patient received prostatic arterial embolization (pae) and blood transfusion due to a bleeding prostatic artery. The patient¿s issue was reported as resolved.